Event description:
During initial use of the harmonic scalpel there was a bluish, mesh wire fragment type of debris that became separated from the device in the pt. The debris was able to be removed from the pt and a subsequent device was utilized for the completion of the procedure w/o incident. Reason for use: laparoscopic appendectomy.